Manufacturer narrative:
The insulin pump passed the displacement test, and self test. However, the pump failed the sleep current measurement and active current measurement due to moisture damage found on the electronic assembly. The insulin pump was received with a cracked case (battery tube).

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.